Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the small battery drive device lacked power and made an unusual noise. During service and evaluation, it was observed that the motor power was too low. It was further determined that the device failed the following pre-tests: check the attachment coupling, check the off/osc/on switch mode function, check the oscillation angle,check the triggers and ecu function,check compatibility between collbri/sbd and colibri ii/sbd ii and check power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.